Event description:
The customer called and reported receiving a failed battery test alert on the insulin pump. The customer stated she changed the battery, screwed the battery cap on, she received another battery alarm and could not remove the battery cap again. Her blood glucose was 289 mg/dl. During troubleshooting, customer attempted to remove the battery cap with a quarter as well as a large, flat-head screwdriver. The customer was unable to remove the battery cap. It was advised that the customer discontinue use of the device if the battery were to go low. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window. The insulin pump was received with normal operating currents and no unexpected failed battery test alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.